Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. Balloon was found to be ruptured around the circumference of the balloon latex and part of the balloon latex was inverted to distal side. After pulling the balloon back to the original position, the ruptured edges were not able to match up. It was able to insert the catheter into a lab 9 fr introflex introducer, which is the recommended size introducer per IFU. All through lumens were patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon issue was confirmed during the analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. It is unknown if user factors may have contributed to the event. This incident occurred before use so there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the swan ganz catheter did not inflate after insertion, during use, although there was no problem at pretest prior to use. The balloon was found to be ruptured after removal of the catheter. The same problem occurred twice in a row. After the second failure of balloon inflation, the introducer was also exchanged. The third catheter was inserted via the second introducer using the same access site, and the problem was solved. The introducer used in this case was a teleflex arrow sheath introducer and it was sent to the manufacturer for evaluation. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.